Event description:
Additional information was received indicating that the device was also restored from backup vvi (bvvi) mode in (B)(6) 2023. The cause of the (B)(6) 2023 bvvi was found to be due to event queue overflow related reset.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode. The cause of the bvvi was found to be due to event queue overflow related reset. Inappropriate therapy resulting in discomfort was noted due to the device performing according to the bvvi programming settings. Additionally, noise was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the bvvi mode. No additional intervention has been performed. The patient was in stable condition and will continue to be monitored.